Manufacturer narrative:
One of the pump assemblies was damaged. The company representative observed that the unit beeped, shutdown, and generated a fault code of 55 (monitor keypad fault). The company representative replaced the assembly keypad controller (B) (4) and the printed wiring assembly video receiver (B) (4). The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit beeps and shuts down. The patient was switched to another unit and therapy was continued. No patient injury was reported.